Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. There was one other complaint reported against the lot. The complaint addressed a header leak found during pretreatment setup (no sample), and is unrelated to the current complaint event. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred two minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 4008s, alarmed with a blood leak alert. Upon inspection of the device, the staff reportedly identified broken fiber membranes in the upper header cap of the dialyzer. The type of bloodlines in use was unknown. Blood leak test strips were not used. The situation was addressed immediately, and the patient was moved to a different machine. The patient successfully completed their treatment after being re-setup with new supplies. The patient¿s estimated blood loss (ebl) was reportedly 3 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.